Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a patient presented in-clinic for a routine follow-up, an alert for rv over-sensing due to myopotential oversensing was observed. The oversensing was reproducible with deep breathing. It was noted that the patient experienced fatigue from exercising and shortness of breath. Programming changes were made and no further oversensing was noted. The device remains implanted. The patient was stable.